Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call display anomaly. Customer¿s blood glucose level was 14.3 mmol/l. Troubleshooting for display anomaly was performed. Customer¿s parent advised the display screen flashed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No missing segments, partial display or flashing display noted. The device was received with faded serial number label, cracked retainer and minor scratches on lcd window.